Event description:
Pt was seen in 2003 in urgent care complaining of fever, dizziness. Bp = 40's/30's. Pulse 160. Pt was transferred via ambulance to hosp. Pt was admitted to the ICU where pt remained x 2 days. During hospitalization, pt received rocephin 2gm IV q 12 hrs via PICC line. In 2003, pt was discharged home with PICC line in place. Pt received antibiotic therapy via PICC line x 9 days. As of the date of this report, p&g has received only discharge and post-discharge medical records for this pt. These records include a presumptive diagnosis of toxic shock. However, the currently available medical records do not contain enough info to support or refute this diagnosis.